Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user failed a proficiency survey for five samples for ckmb on the elecsys 2010 disk. Repeat testing was performed on (B)(6) 2010. Sample 1 initial result was 12.0 ng/ml with a data flag. Acceptable range was 14-16 ng/ml. Repeat result was 16.05 ng/ml. Sample 2 initial result was 31.0 ng/ml with a data flag. Acceptable range was 34-45 ng/ml. Repeat result was 42.89 ng/ml. Sample 3 initial result was 49.0 ng/ml with a data flag. Acceptable range was 53-67 ng/ml. Repeat result was 63.64 ng/ml. Sample 4 initial result was 46.0 ng/ml with a data flag. Acceptable range was 43-64 ng/ml. Repeat result was 59.81 ng/ml. Sample 5 initial result was 17.0 ng/ml with a data flag. Acceptable range was 14-28 ng/ml. Repeat result was 23.01 ng/ml. To further investigation the issue, the user sent ckmb samples to another lab for comparison testing on a dimension analyzer. Five samples were provided which were tested in may 2010. The specific date tested was not provided. Sample 1 initial result was 110 ng/ml, result from the dimension analyzer was 161.6 ng/ml. Sample 2 initial result was 2.0 ng/ml, result from the dimension analyzer was 0.6 ng/ml. Sample 3 initial result was 2.0 ng/ml, result from the dimension analyzer was 0.9 ng/ml. Sample 4 initial result was 1.0 ng/ml, result from the dimension analyzer was 0.1 ng/ml. Sample 5 initial result was 5 ng/ml, result from the dimension analyzer was 1.3 ng/ml. Three additional samples were sent for comparison testing on 06/23/2010. Sample 1 initial result was 2.0 ng/ml, result from the dimension analyzer was 0.6 ng/ml. Sample 2 initial result was 7.0 ng/ml with a data flag, result from the dimension analyzer was 3.2 ng/ml. Sample 3 initial result was 17.0 ng/ml with a data flag, result from the dimension analyzer was 7.7 ng/ml. The user stated they were not expecting the results to match with the dimension since it is a different method and has a different reference range. The user stated she had not received any calls questioning the ckmb results for patient samples. The user had no knowledge that any patient was admitted to a medical facility, that any treatment was provided/altered/withheld, or any death occurred due to any ckmb results that were reported. The ckmb reagent lot number was 15652801. The field service representative determined the measuring cell needed replacement. He replaced the measuring cell and performed system checks and adjustments. To verify the analyzer operation, he ran calibration and quality control on all assays. The results were within specifications.